Manufacturer narrative:
(B)(4). The device was returned and sent to the manufacturing site for evaluation. A follow up will be sent once the evaluation is complete.

Manufacturer narrative:
(B)(4)-one (1) device was returned for the tip of the scissors broke off inside the patient. Visual examination of the device received confirmed the reported issue. The device is etched with a date code of a05. It was confirmed to be manufactured either february 16 2005 under lot number 784368 or march 03 2005 under lot number 785012. This instrument has potentially been in use for nine (9) years without issues or requiring repairs by carefusion. Visual examination by the manufacturing lead final adjust technician and the quality engineer revealed that the break on the bottom blade occurred on the serrated insert approximately 0.10mm from the ragnail tip on the bottom blade. In addition, it was observed that the device was edged passed the bevel on both blades which is indicative that the device was repaired by someone other than carefusion. This scissor device is intended to cut soft tissue. The normal craftsmanship of this scissor device is to make a flat edge on beveled side of top blade and the bottom blade would get a 45 degree edge on the insert, the length of the bevel. The device suffered an improper repair in which the device was edged passed the bevel on both sides. Carefusion stops edging at the bevel. This improper repair interrupted the quality of the tip which possibly weakened it and causing it to eventually break. The root cause of this reported failure is due to improper/third party repair.

Event description:
The tip of the scissors broke off in side the patient.  The doctor pulled it out thinking it was a staple discovered that it was the tip.  No serious injury to anyone.  Additional information received from the customer on (B)(6) 2014.  The customer confirmed that there was no injury to the patient or a healthcare provider as a result of the reported issue.  There was no delay in the procedure.  No medical intervention was required.